Manufacturer narrative:
The device was received for evaluation in dry condition without a pouch. A visual inspection with the naked eye and magnification identified a hole in the tubing. The hole was located at the oval shape area of the tubing of the set. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed and a hole in the tubing was observed. The reported condition was verified. The cause of the event was undetermined; however, the crease location at the oval shape in tubing indicate a repetitive fold occurred during the six-month usage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leakage from the transfer set , specified as ¿connection tube¿. Subsequently the patient developed peritonitis which was manifested by cloudy drainage. The cause of the leak was not unknown; however, the same day the hospital staff noted a cut on the transfer set tubing. The same day as event onset, the patient was hospitalized for the peritonitis event. It was reported the transfer set was in use for six months prior to the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.